Manufacturer narrative:
H11. Additional manufacturer narrative. The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) ab2000-c/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: · cautery followed by foley balloon catheter insertion. · under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) · balloon catheter in bladder with bladder neck traction · balloon catheter in prostatic fossa: o inflate balloon with 5cc in the bladder o under trus guidance retract balloon into prostatic fossa o inflate balloon to 30-50% of initial prostate volume o apply mild traction on the catheter to hold the balloon catheter in place · balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding as potential risks of aquablation therapy. Based on the review of the information provided plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On 01-may-2024, procept biorobotics corporation (procept) became aware of an abstract published on 01-may-2024 in the jorurnal of urology that included details of three (3) patients requiring a blood transfusion at an unspecified time after receiving aquablation therapy. The objective of this study was to compare aquablation outcomes in patient's pre-operative (preop) prostate volumes (pv) greater than 150 ml to patients with prostate volumes less than 150ml. Method: retrospective chart review from september of 2018 to 2022 at a single institution. No device malfunction was reported during these aquablation therapies. No further information is available.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
B3: corrected to procept's awareness date, 01-may-2024, as the exact date of the event is unknown. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.